Event description:
It was reported that the user experienced persistent hyperglycemia after a lunch meal while using a cd-style infusion set, with blood glucose rising to 342 mg/dl and remaining above range for approximately 6 hours, and no device alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included self-management with continued insulin delivery via the pump, no backup therapy, no ketone testing, no steroid exposure, no medical intervention, and eventual stabilization of blood glucose to 208 mg/dl. Investigation included guided troubleshooting and user education on proper meal announcements, confirmation of insulin delivery after replacing the infusion site, and visual inspection of the removed cannula and site by the user without notable abnormalities. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential contributory factors including meal-related glycemic load and timing or accuracy of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.